Event description:
Customer reported that expiration date on vial of accu-chek active strips was 8/2008. The manufacture listed expiration date as 7/31/2008. No adverse event reported. New system sent to customer.